Event description:
It was reported that log files were sent in for review for a patient with a right ventricular assist device and left ventricular assist device (lvad). Over the weekend on 13apr2024 it was reported that the lvad system controller had been changed due to alarms. The patient's primary system controller alarmed to replace the internal battery and system controller. The 'alarms were flipping back and forth' per the nurses. The system controller was unable to be turned off once it was disconnected so they let the battery deplete until the system controller turned off. When the system controller was plugged in, the system controller was reading 'controller fault'. They removed the internal backup battery (ibb) to turn off the system controller and noticed the ibb connection was green with a chemical smelling odor. The event log contained system controller clock corrupt alarms with no pump connected. The periodic log contained routine pump operation with a single backup battery fault prior to the system controller disconnect. The image of the controller's internal battery appeared to show corrosion on the battery. The patient did not have any adverse effects during the event. No cause of corrosion was identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section d6a: date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (B)(4) downloaded (B)(4) for review that showed overlapping events spanning approximately 23 hours (01jan2000, 15apr2024 per timestamp). Events occurring on 15apr2024 were recorded during testing at abbott. Events occurring on 01jan2000 were recorded as default dates due to a total loss of power to the system controller, which is consistent with the provided information of the nurses allowing the system controller¿s backup battery to fully deplete. Backup battery fault alarms were intermittently active throughout the log file due to backup battery circuit fault. The system controller was not connected to the pump throughout the log file. There were no other notable alarms active in the log file. The system controller was connected to a mock loop, test power module, and test system monitor. During testing intermittent backup battery fault alarms became active. Upon inspection of the backup battery, green fluid residue was found coating the ribbon cable and the pins within the backup battery. Further inspection of the cable and pins revealed corrosion caused by the fluid. No other issues were observed, and the system controller was able to operate the pump at the set speed without issue despite the intermittent alarms. The root cause of the reported event was determined to be due to fluid ingress; however, the cause of the fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 1 ¿introduction¿ states that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ additionally, section 4 ¿living with the heartmate 3¿ explains that although the external components of the heartmate 3 lvas are moisture-resistant, they are not waterproof. This section informs the user to ¿take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock, or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.¿